Manufacturer narrative:
Qn#(B)(4). A material sample was not returned for evaluation; however, the complainant provided a copy of the patient case data which was transferred to a video for analysis. Vps r and d performed an analysis of the data provided by the complainant and reported: the investigation of this complaint was performed by reviewing the complaint report, the saved procedure dataset (ID# e1369157) where the complaint was placed against the pre-loaded stylet (cdc-45041-vps2), and two photographs of x-rays provided with the complaint. The stylet used during the procedure was not returned for investigation. In reviewing the case data, it appeared that both cases went well and that the clinician followed the proper procedures. In both cases, there was nice p-wave elevation along with the blue bullseye. In reviewing the chest x-rays, it appears after the first insertion the patient was in a slightly rotated position. In the second x-ray, it appears the patient was in a better flat position. Vps r and d concluded, with the information available to investigate the catheter placement, it was not possible to determine any abnormal system behavior or stylet failure that would have led to the catheter placement short of the lower 1/3 of the svc. It is possible that the patient was rotated during the first PICC placement, causing the high position , however, with the information available, it is not possible to fully make that determination. A device history record review was performed and did not reveal any manufacturing related issues. A probable cause of this issue could not be determined based on analysis of the information provided and without a material sample. No further action will be taken. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: PICC line placed without incident with vps confirmation. The internal/external catheter was placed at 43/2 (50cm line trimmed to 45). Patient began complaining of 'pressure mid chest area'. Cxr was completed and tip read as being in upper svc being 3 cm too high. Rewire completed with internal/external catheter placed at 46/4 ' bulls eye also obtained with good doppler and EKG flow, cxr completed showing tip location in good placement. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: PICC line placed without incident with vps confirmation. The internal/external catheter was placed at 43/2 (50cm line trimmed to 45). Patient began complaining of 'pressure mid chest area'. Cxr was completed and tip read as being in upper svc being 3 cm too high. Rewire completed with internal/external catheter placed at 46/4 ' bulls eye also obtained with good doppler and EKG flow, cxr completed showing tip location in good placement. No patient harm reported. The patient's condition is reported as fine.